Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test. However, the insulin pump was unable to prime during prime as a result of a faulty force sensor. Further testing was not performed due to the prime anomaly.

Event description:
The customer stated that she has been under different medications, which caused her glucose level to rise. The blood glucose reading at time of the call was 359 mg/dl. Troubleshooting was performed. The patterns, settings, bolus, alarm, and daily history on the insulin pump were correct. The customer reported experiencing nausea. The customer stated that she changes the infusion set every three days. Ran a high pressure test and the device alarmed motor error. Performed the displacement test and the insulin pump failed the test. No further info was provided.